Manufacturer narrative:
Corrected: b5;h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant the patient experienced suspected tamponade and pericardial effusion due to a perforation. It was also reported that the patient experienced palpitations and chest discomfort. The right atrial (ra) lead remains in use. It was further reported that a chest x-ray was performed. It was further noted that a recheck was conducted and there was no changes in the data. It was further concluded that no treatment interventions was necessary. No further patient complications have been reported as a result of this event.

Event description:
It was reported that one day post implant the patient experienced suspected tamponade and pericardial effusion due to a perforation. It was also reported that the patient experienced palpitations and chest discomfort. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.